Event description:
The customer obtained imprecise vitros amon quality control results while using a vitros 250 chemistry system. A result of 174.0 mol/l was obtained from the vitros lpv level 1 control fluid versus the expected value of 47.2 mol/l. In addition, results of > 500.0, 115.6, 116.2, 125.3, 149.5, and 154.1 mol/l were obtained from the vitros lpv level 2 control fluid versus the expected value of 196.0 mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number seven of seven mdrs for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros amon quality control results were obtained while using a vitros 250 chemistry system. The issue was first observed following an unrelated laboratory fire at the customer site. An instrument issue is suspected as an initial contributing factor for this vitros amon event as the incubator was likely contaminated as a result of the fire. An ocd field engineer cleaned the incubator and replaced the evaporation caps, insert blade, and reflectometer lens to return the vitros 250 chemistry system to expected operation. However, acceptable performance could not be achieved using vitros amon slide lot 1013-0224-4586. It is possible that the reagent was compromised during the laboratory fire, however this could not be confirmed. Acceptable vitros amon performance was achieved using an alternate slide lot. The investigation was unable to determine a definitive root cause. However, both an instrument related event and a reagent issue are suspected as contributing factors. The root cause of this event is unknown.